Manufacturer narrative:
Analysis of returned broken clamp. Eval date: 01/08/2012. Document no: (B)(4). Item evaluated: 50057348 clamp style ss 12a reg molar. Lot no: v2. MFR date: 03/2012. Receipt date: 12/20/2012. Complaint: broke during normal use. Qa retained clamp test: one clamp was cycle tested from the 12a clamps qa retain samples. The clamp did not break when subjected to 10 cycles of being put on and off of a pin corresponding to a small to medium molar. As a challenge test the qa retains clamp was placed on the 3/8" peg which corresponds to the approximate size of a large molar as used on the clamp sample board for larger molar clamps such as the #14 clamp. Even to be placed on this peg the clamp had to be extremely over extended. The clamp was left on the molar pin for 3.5 hours. It did not break. Eval summary: the 12a clamps are made to fit small molars, corresponding to approx a bicuspid tooth, or a lower molar (smaller molar only). There is obvious evidence that the broken clamp was over extended and misused. (Used on a tooth other than what it is made to fit onto.) When reassembled the clamp shows a condition of gross deformation lending to this conclusion. Although the breakage was along one of the lines of the lot number letter v, the actual breakage was likely attributable to misuse, or some other external subjective treatment. Since the qa retain clamp did not break when tested as previously discussed. Cause of breakage: misuse. Conclusion: over-extension of the clamp caused permanent deformation to the clamp and subsequently breakage of the clamp. Clamp over-extension is considered misuse. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.

Event description:
German dealer rep received a complaint on an ivory clamp. She reported that the customer said he bought the clamp in (B)(6) 2012 and it broke upon normal use. She said that the clamp looked rather used.